Event description:
The epg (external pulse generator) was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the encoder flextape was mechanically out of specification. It was creased.